Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring of the insulin pump was loosened. The customer's blood glucose was 80 mg/dl at the time of incident. The reservoir was also loosened due to loose retainer ring. Troubleshooting was not performed and the device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with peeling serial number label, cracked keypad overlay, pillowing keypad overlay and minor scratched case. Device received with no damage on retainer ring.